Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was unresponsive. Customer confirmed pump display turned on when plugged into a power source. Customer¿s blood glucose (bg) was high, but no value could be provided. Reportedly the customer used an alternate pump to lower bg. The customer applied more pressure to the wake button to address the issue.